Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right atrial (ra) lead revealed dislodgement and under-sensing. The ra lead was capped and replaced on (B)(6) 2023. No patient consequences were reported.